Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing impedance measurements along with an increase in pacing thresholds. Additionally, sensing measurements had increased. It was suspected the lead had micro-dislodged. The pacing outputs were increased and the patient was scheduled for follow-up at a later date. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.